Manufacturer narrative:
(B)(4). The complaint was not confirmed and no new issues or errors were observed, all results were within the range specification during control solution testing. The meter was returned and according to the memory log, the reported reading by the customer's daughter was received on (B)(6), 2007. In addition, the customer's daughter mentioned that on (B)(6), 2007, in the evening, her dad was experiencing symptoms of hypoglycemia such as sweating profusely and then started to have a seizure. The daughter called the ambulance to transport the customer to a medical facility and they gave him a glucose tube. When the customer arrived at the emergency room they gave him 2 glucose tubes and an IV with glucose. Per the meter's memory log, the readings recorded for that day were 32 mg/dl at 18:39, 31 mg/dl, at 18:41 and 33 mg/dl at 18:44. The readings are consistent with the symptoms and the treatment reported.

Event description:
The customer's daughter reported receiving inaccurate readings on their precision xtra meter. Customer received readings of 242 mg/dl compared to a lab reading of 115 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.